Event description:
It was reported that in situ measurements were steadily rising over time. At the last appointment, in situ measurements showed all electrode channels with status hi. Explantation is due to occur on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.